Event description:
On (B)(6) 2013, the patient underwent repair of a ruptured right common iliac artery aneurysm. The right hypogastric artery was coil embolized, two gore excluder aaa endoprostheses were implanted, and the proximal device was ballooned without issue. Final angiography showed that the left renal artery lacked perfusion. An attempt was made to access the left renal artery with a wire and catheter, but this was unsuccessful. It was reported the ballooning of the proximal device caused thrombus to embolize the left renal artery. The thrombus was left in the left renal artery. The patient recovered well with only a slight increase in his creatine from 1.2 to 1.4.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.